Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The lesion being treated was located in the calcified, moderately tortuous mid left anterior descending (lad) artery. A 3.00x16 mm taxus express2 drug eluting stent was deployed. The stent was well apposed. Medications given: panaldine and aspirin. Ten months post the stent implant, the patient presented with chest pain. Angiography identified restenosis in the distal portion of the previously placed stent. Percutaneous coronary intervention (pci) was performed. Patient status reported as "good".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.